Event description:
It was reported that during a low anterior resection (lar), the anvil on the oral side and the main body on the anus were docked, and they could tighten without any problems. However, when trying to fire the device after confirming that the orange indicator was within the green range, it did not activate. The battery was reinserted, but the device did not activate. It tried undocking them with loosening the anvil once, but it was decided to tighten it again and try again, and when confirmed that the orange indicator was within the green range and fired, the device was activated successfully. There was no effect on the patient. The reported device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 7/18/2025. D4 batch # 223d01. B3: unknown; captured as awareness date. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. In addition, the returned battery pack was found no anomalies and in used condition. Only anvil half washer was received and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no power intermittent were noted during and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 223d01, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.